Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42 associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and guided the caller through the reset process, after which the error code did not reappear, allowing the caller to successfully start a new sensor session.